Manufacturer narrative:
The insulin pump passed the displacement test. The insulin pump was received with a partial display due to an open driver at the liquid crystal display circuit board. The insulin pump had a broken component on the mother board. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads and a loose drive support disk.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump's display was only partially legible. Blood glucose level at the time of the incident was not provided. The customer was not aware of how the damage occurred. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.